Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, the presence of chemical product inside channels could not be confirmed; however, as a preventive issue nozzle unit, all channels, air water cylinder, suction cylinder, channel mouthpiece and ks mouthpiece were replaced. In addition wear and tear was observed for the device. The distal end rubber insulation (a-rubber) gluing was worn out, the distal end cover was scratched, two light guide lenses were chipped, knobs had play and less angulation, and s-cover was scratched. The device was last repaired in (B)(6) 2021 for minor reason. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the facility had a dysfunction during a maintenance operation of general water supply that is connected to the automatic reprocessing device. The device was being reprocessed at that time. As such, the customer suspected there could be presence of silicon liquid in the channels of the device. There is no patient involvement as the device was not used once the issue was known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely there was a problem with the user's handling, reprocessing, facility equipment or the like. As the event could not be confirmed, the root cause could not be specified. Olympus will continue to monitor field performance for this device.